Event description:
The customer received questionable ion selective electrode results for one patient sample. The potassium result was discrepant. The initial potassium result was 5.1 mmol/l. The sample recovered 3.7 mmol/l when repeated on the same analyzer. The initial result was reported outside the laboratory and later corrected after the repeat result was generated. The patient was not affected or harmed. The potassium electrode lot number was not provided. The field service representative determined (by examining the alarm trace) that the internal standard suction line for ise 2 did not extend to the bottom of the common bottle for ise 1 and 2. This caused ise 2 to alarm due to low reagent while ise 1 continued to operate with no alarm. The bottle did not go empty and an alarm did occur for ise 2. It appeared to the field service representative that the shortened suction line must have been detected and corrected prior to his arrival. The field service representative advised the technical supervisor how to detect this issue. The supervisor was going to retrain the operator involved. Quality control was performed by the customer in the evening following the discrepant result, the controls were acceptable to the customer.